Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) noticed that the supply bag was wet, but connections seemed tight and the hp did not see any leakage. The baxter technical service representative (tsr) explained alarms and had the hp cycle power 2 times to clear them. The tsr requested that the hp save supply bag and cassette as a sample. The tsr explained that the supplies were compromised. The hp would finish manually. The tsr advised the hp to call their registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood the explanations, cleared alarms, would finish manually and would call rn. The hc is okay. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the caregiver (cg) (B)(6) 2012 regarding sample return. The cg stated that they could not see anything visibly wrong with the set up but still has the set up and will hold for return. The cg did not know the lot number of the cassette. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). Received actual sample in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.